Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Troubleshooting attempts were made to no avail. Surgical intervention may occur later to address the issue.